Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's onset of infection on (B)(6) 2016 is reported in MFR 2916596-2019-03072. Approximate age of device ¿ 2 years, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired on (B)(6) 2019 due to sepsis resulting in withdrawal of support. The sepsis was associated with a chronic pump pocket (B)(6) infection and subsequent bacteremia. The date of the onset of infection was (B)(6) 2016. The patient presented with pain, redness and drainage at the site of infection and was placed on chronic antibiotic therapy with (B)(6) 500 mg 4 x daily. The device operated as intended and would not be returned for evaluation.